Event description:
The facility reported a flogard infusion pump that "has the alarm 38." It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "alarm 38" was confirmed in the sample evaluation and event history log review task. The cause of the problem was definitively identified as defective/inoperative force sensing resistors (fsrs). The fsrs were replaced onsite at the facility by a baxter field service technician to resolve the issue. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.